Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that x-rays of old leads are showing they are placed at mid t9 and bottom t8. Healthcare provider (hcp) did not explant or replace leads. The registration submitted was correct, just the ins was replaced. It was asked but was unknown if whether the patient was getting effective therapy since the ins repl acement.

Event description:
Additional information was received from the patient on (B)(6) 2024. They reported they had their implant replaced because they had accidentally slipped or fell sometime in 2023, which ended up damaging the implant. The implant wouldn't work. The pt reported having an x-ray done, and the ins and the lead were replaced, however registration indicates that only the ins was replaced. Follow up will be sent to obtain clarification on what was explanted. No allegations were made against the replacement ins.

Manufacturer narrative:
H2: product analysis #(B)(4): analysis informationpli# 10 product ID# 97715 the returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that pt slipped and fell in october of 2023 (pt stated they never met with medtronic after fall for interrogation of device). Pt reported increased pain (return of pain and new pain unrelated to baseline), rep noted the cause was unknown. Rep reported the ins was replaced on 2024-feb-05, and all impedance and connection checks were good. There are no known issues with the leads. Rep noted they were unable to read old battery prior to procedure due to battery depletion. Rep reports the issue has been resolved. The device was returned for analysis. Field rep reported they would follow-up with any new information.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.